Event description:
Printer prints with missing characters and sometimes will not print at all. Printer will pass self test, print diagnostic, misleading operator to believe there is no problem with the equipment. This problem is caused due to the printed circuit cpu board being located in close proximity to the sterile water filter housing. The cpu board controls all the functions of this sterilizer. The potential exists that other malfunctions may arise if the cpu board is compromised. It is possible that the unit may appear to function normally, however the sterilization process may be compromised. When the user changes the sterile water filter, the potential to leak water into the cpu section is great. Rptr believes this to be the cause of their problems. Rptr has had to replace two cpu controller boards thus far. Rptr has made their users aware to the cause of these problems. The MFR does not believe the problem is with the controller board as complainant believes. They recommend following operator manual page 7-7 concerning filter replacement and svc manual page 5.43 concerning tracing problem by attaching components separately and trying printer, and third suggestion is to call for svc. Please note the printer board and controller board are located separately. The printer board is simply covered with a plastic lid and is designed so that the slightest interference (water) will render it unusable. The printer board is merely an info exchange location between the controller board and the printer mechanism. This board in no way monitors or affects any sterilization parameters or functions. The self test run on the printer merely ensures that the printer is able to print. During this test, the system is not monitored for performance. Thus, if the printer is functioning properly, it will pass the self print diagnostic. The controller boards controlling all monitoring functions for the system are located in an electronics enclosure. The lid to this enclosure is lipped and contains a gasket seal to prevent moisture from entering the enclosure. Additionally, the processor constantly monitors several key factors during the sterilization process: exposure time, concentration level, fluid level, and temp. All mechanical, electrical and electronic functions are tested during the self diagnostic test that is completed daily. If, per chance, the controller boards were damaged (by water or other), the system would immediately cease to function, or if the boards were damaged mid-cycle, the system would detect a fault and cancel the cycle. The system is approved by the underwriter's lab in its current design. Ul evaluated the safety hazards associated with use of the system specifically, the procedure for replacing the sterile water filter. Upon conclusion of the assessment, ul made the following comment: "no parts which constitute a shock hazard are rendered accessible" during this procedure.